Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a follow up in clinic, delayed charge time was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The field event of long charge time could not be confirmed. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. A longevity calculation was performed and found the battery depletion was normal based on the device usage.